Manufacturer narrative:
Upon receipt the lead was found cut 27cm distal to the is4 connector pin into two fragments. A proximal and a distal lead fragment were received for analysis. An extraction aid was found in the distal lead body. The performance of the lead fragments was scrutinized, including a visual inspection. The visual analysis revealed approximately 49cm proximal to the lead tip that the insulation was found deformed. In this area the conductor coils leading to the ring electrodes and lead tip were found fractured, which is assumed to be the root cause of the reported high pacing impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lv pacing impedance was out of range beginning on (B)(6) 2019. Physician tried to change settings but only high threshold can be used to the certain polarity. The lv lead was removed from the patient and replaced with a medtronic lead.